Event description:
The reporter stated that the surgeon was advancing a cq2015 three piece collamer lens in the injector and noticed the haptic was bent. This was prior to insertion so no patient contact or injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the optic is torn at the haptic junction and the haptic is bent and half is torn off & missing. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.